Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the proximal and mid segments of the left superficial femoral artery using the protege ef v10, a patient underwent vessel pre-dilation and post-dilation. Severe calcification of the target lesion was noted, and moderate resistance was encountered when advancing the device. The tip of the stent delivery system detached in vivo at the target lesion and was subsequently removed within the sheath. The procedure was aborted. The distal portion of the stent delivery system detached. Not just the tip, the tip and the inner filament. The stent deployed completely and everything was removed from patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the lock pin loosened and in fully deployed state with no stent returned. The device was identified as 200mm by the strain relief. The tip and inner filament of the stent delivery system detached from the inner nylon spline of the device. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.